Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the spine clamp threading being insufficient to attach to the spinous process. It was reported that the threading was removed to increase the reach of the clamp teeth but resulted in the threading being worn out. There was no patient present when this issue was identified. No additional information was provided.